Manufacturer narrative:
The information provided in section a4 was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump does not vibrate. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. The insulin pump vibrated during the self-test. However, during the call the insulin pump was suspended for over 15 minutes under the vibrate mode and the device did not vibrate. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump not received in stuck manufacturing mode unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications.unit also passed self test. No unexpected absence of alarm / audio / vibrate anomaly noted during testing. The vibrate feature also functions properly when the pump was suspended. Unit received with cracked retainer, minor scratched display window and scratched case.